Event description:
It was reported that balloon rupture occurred. The target lesion was 60-70% stenosed and located in the moderately tortuous and moderately calcified superficial femoral artery, popliteal artery and peroneal artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the initial inflation at 10-12 atmospheres for 15 seconds, the balloon burst. Another 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced. However, during the initial inflation at 10-12 atmospheres for 15 seconds, the balloon also burst. The device was removed in one piece, and nothing was left inside the patient. A new balloon was used to complete the procedure. There were no patient complications reported and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 15mm from the tip and is approximately 31mm long. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was 60-70% stenosed and located in the moderately tortuous and moderately calcified superficial femoral artery, popliteal artery and peroneal artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the initial inflation at 10-12 atmospheres for 15 seconds, the balloon burst. Another 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced. However, during the initial inflation at 10-12 atmospheres for 15 seconds, the balloon also burst. The device was removed in one piece, and nothing was left inside the patient. A new balloon was used to complete the procedure. There were no patient complications reported and the patient condition was good post-procedure.